Manufacturer narrative:
Additional information provided in a.1., a.2., a.3.a, a.4., b.2., b.5., d.5., h.6. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated surgeon noticed scratch on lens prior to implant upon opening. There was no patient contact.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported with a description of scratched intraocular lens (iol). Additional information has been requested.